Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, physician implanted venaseal in 24cm of short saphenous vein (ssv). Local anaesthesia was used and transducer was used for compression. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. It was reported that physician gained access to the vein and completed the procedure as per IFU without issues. The vein closed. Five days post procedure, an extension into the spj was identified as possibly either glue or thrombus. Physician put patient on 5mg of eloquis twice daily for one week and will re-evaluate patient at 7-days follow up. No further patient injury reported.

Manufacturer narrative:
Additional information: patient came for follow up ultrasound on (B)(6) 2022 and office visit on (B)(6) 2022. Ultrasound showed no change from previous ultrasound. They are continuing patient on 5mg of eloquis twice daily and will continue to monitor. Patient is scheduled for follow up in 3 months. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis the duplex image clearly shows (and is denoted with the measuring marking tool from the duplex) to be extending into the popliteal vein. There is no scale for the measuring tool, or on the side of the image provided, so the length cannot be determined. From the image it can be determined that its not occlusive, but cannot confirm how much of the deep vein is blocked. From the image it appears to be a tongue-like extension, and is reported to be stable over time, even with the eliquis ¿ it suggests that it may be more glue than thrombus, even if it was a glue-thrombus mixture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update received: no challenges or deviations regarding location of the catheter tip as it was positioned between 5cm-6cm caudal to the spj. Compression was applied to the ssv with the probe 2cm-3cm cephalad to the catheter tip prior to/during/after initial delivery. Is it known if extension was glue or thrombus. The patient returned for a follow up appointment 12 days post implant and no changes were noted. The suspected glue/thrombus had not moved any closer or further away. The patient will continue with the same dosage of eloquis for another week and have a follow up appointment scheduled for 1 week. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.